Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be submitted as soon as the investigation is complete.

Event description:
Reporter reported to smiths medical international, that the luer connector has disconnected from the line. This occurred after half an hour into use. There was no patient injury or treatment reported with this event.